Event description:
It was reported that the pump had multiple occlusion and air errors. During investigation found a non-reactive downstream occlusion (dso) seal issue was identified. This malfunction makes the event reportable. There were no patient harm and no reported patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that the pump had multiple occlusion and air errors. During investigation found a non-reactive downstream occlusion (dso) seal issue was identified. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. The occlusion testing was performed and found problem with dso sensor being non-reactive. The probable cause is the dso sensor.